Event description:
Customer reported while in the process of drawing up a pfizer bivalent dose from the vial with the sol-guard tb safety syringe with fixed needle they noticed that the needle tip did not have a bevel (needle tip was flat). Writer got rid of that sol-guard device and got another syringe/needle and ensured there was a bevel and sharp tip and drew up the vaccine before administering to the client. See attachment section for initial email and complaint report from customer.